Event description:
As reported by the distributor per the end user facility: sets leaking at lowest y-site-chemo was running (ni on specific drug). Add'l info provided by the end user facility indicated, there has been no patient or nurse injuries related to these incidents. The samples were discarded and are not available for evaluation.

Manufacturer narrative:
The actual devices in the incidents were not returned to the MFR to be evaluated. Without the sample a thorough evaluation could not be performed. No specific conclusions can be drawn. Although no inventory remains of the reported lot, the house retains for the reported lot were physically tested for leakage and subjected to a pull test at the bonded joints. All samples exceeded the minimum joint separation design specification and passed the joint integrity test.